Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely be a communication failure caused by cable failure. The cable failure occurred, due to connector failure. The event can be prevented, by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received an e226 scope communication error with the hd 3cmos autoclavable camera head during preparation for use in a diagnostic procedure. The procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the e226 error code was reproduced. Additionally, the evaluation found the video connector was damaged and the unique device identifier (UDI) label was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.